Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023 , this patient underwent an emergency endovascular treatment of a suspected impending rupture of descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. The device was placed immediately proximal to the superior mesenteric artery(sma). A small distal type I endoleak was observed. The procedure was completed by planning an additional procedure to treat the endoleak at a later date. On (B)(6) 2023 , a reintervention was performed, two additional stent grafts were placed, the sma was preserved using sandwich technique. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment of a suspected impending rupture of descending aorta aneurysm located near the celiac artery using gore® tag® conformable thoracic stent graft with active control system. The device was placed immediately proximal to the superior mesenteric artery(sma). A small distal type I endoleak was observed. The procedure was completed by planning for an additional procedure to treat the endoleak at a later date. On (B)(6) 2023, a reintervention was performed, two additional stent grafts were placed, the sma was preserved using sandwich technique. The patient tolerated the procedure. The physician noted that they anticipated before the procedure that there would be an endoleak due to lack of sealing length due to the location of the aneurysm.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusion code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak. Updated b3/b4/b5/b6 description of event with new information updated h.6. Device problem from a26 to a0101. Updated h.6. Investigation findings from c21 to c19. Updated h.6. Investigation conclusions from d16 to d12 and d1001.